Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set tubing was leaking at the site, which caused the patient blood glucose elevated from 300 to 400 mg/dl. The infusion set was in use for couple of 12 to 1and half days. The patient replaced infusion set and resumed insulin successfully. No further information available.